Event description:
A report was received that the charger would not connect to the ipg and the battery was depleting. The physician determined that the ipg was too deep and needed to be moved. The patient underwent a revision procedure wherein a new pocket site was created and the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.